Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shocking lead impedance measurement of less than 20 ohms. Additional information was unable to be obtained. No additional adverse patient effects were reported.